Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, several episodes of auto mode switch was observed. Patient was asymptomatic. Physician suspects few episodes are due to retro conduction. Programming changes were made. Patient was stable.